Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. UDI is unknown; no further information was provided. No lot number was provided; therefore, a device history record (DHR) review could not be completed. Two tracheostomy tubes were returned for evaluation. Visual and functional testing were performed. The tubes were measured for cuff symmetry and both were found to be within specification. Both tubes were subject to standard leak testing; there were no inflation difficulties noted during this assessment, and no leakage was noted. Based on these findings, the customer's issue was unable to be replicated. If they were not able to get any air into the tube, it is possible they were using an improper syringe/accessory or were not following the correct technique. Based on these findings, no root cause was able to be determined, and therefore no corrections or corrective actions are deemed necessary at this time.

Event description:
It was reported that, despite multiple efforts following the instructions for use, the cuff could not be inflated. No patient injury was reported.